Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Customer reports "the clamp is making a mark that decreases the flow of the infusion of the treatment delivered to the patient.". It was reported when clamping the proximal line (white cap), the plastic is compressed and remains compressed, preventing the infusion of amino acids. The issue was observed during the discontinuation of norepinephrine and the patient experienced hypotension. It was reported no medical intervention was required and there was no consequence for the patient's health as "close monitoring performed has limited hypotension and hypertension on the amino acids infusion line". To solve the issue the user "attached the catheter before and after the connections".

Manufacturer narrative:
(B)(4).

Event description:
Customer reports "the clamp is making a mark that decreases the flow of the infusion of the treatment delivered to the patient." It was reported when clamping the proximal line (white cap), the plastic is compressed and remains compressed, preventing the infusion of amino acids. The issue was observed during the discontinuation of norepinephrine and the patient experienced hypotension. It was reported no medical intervention was required and there was no consequence for the patient's health as "close monitoring performed has limited hypotension and hypertension on the amino acids infusion line". To solve the issue the user "attached the catheter before and after the connections".